Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 216 mg/dl, and the meter bg reading was 184 mg/dl. Reportedly, a second cgm bg reading was above 400 mg/dl. Reportedly, a third cgm bg reading was below 40 mg/dl. Subsequently, the customer went to the hospital on (B)(6) 2021, reportedly as a result of the inaccurate cgm values and vomiting. The customer was hospitalized for diabetic ketoacidosis where high and dangerous levels of ketones were identified by the health care provider. Subsequently, the customer had a stroke and experienced ¿issues with memory¿. The customer was treated with intravenous fluids of saline and insulin. At the time of the report with tandem technical support (cts) the customer had not been released from the hospital. No additional patient or event information was available. A root cause could not be determined. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.